Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision surgery: (B)(6)-year-old patient hospitalized for revision of left pth on acetabular implant loosening.